Event description:
It was reported that a patient underwent an anterior cervical discectomy and fusion (acdf) at c5-7, and sometime post-op, the patient complained of "pain in head" and is "taking pain medications and muscle relaxers". Per the report, the patient underwent a revision surgery in which rods were implanted in the neck. No further information could be obtained.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.